Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Upon followup with a patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) they reported that the patient was admitted to the emergency room (ER) on (B)(6) 2022 due to developing peritonitis. Upon follow up, the pdrn stated they are familiar with this pd patient who was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported the hospital collected peritoneal effluent fluid cultures and white blood cell counts but the results were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the cause of this infection remains unknown, the patient¿s liberty select cycler, cassette and delflex have been ruled out as a cause or contributor to this patient¿s peritonitis. The pdrn stated the patient is receiving antibiotics while hospitalized but the types, routes, dosages and frequencies were not reported to the outpatient clinic. The pdrn reported the patient¿s pd catheter was removed during this admission due to the severity of infection and they had a central vascular catheter placed in favor of hemodialysis (hd). The pdrn stated the patient underwent hd therapy on a hospital provided fresenius hd device (unknown model) for the duration of the admission. The pdrn reported the patient remains hospitalized due to issues unrelated to the peritonitis infection or pd therapy. The pdrn confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient will transition to hd therapy on an in-center basis upon discharge with ¿no plan as of yet to return to pd therapy¿. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s peritonitis cannot be determined; however, the patient¿s fresenius product(s) and device(s) utilized for pd therapy have been ruled out as the root cause or contributor to this adverse event as reported by a medical professional. Though effluent fluid cultures results and a wbc count were unavailable, a reduction of symptoms in response to antibiotic therapy is evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Upon followup with a patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt). They reported that the patient was admitted to the emergency room (ER) on (B)(6) 2022 due to developing peritonitis. Upon follow up, the pdrn stated they are familiar with this pd patient who was hospitalized on (B)(6) 2022, following abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported the hospital collected peritoneal effluent fluid cultures and white blood cell counts but the results were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the cause of this infection remains unknown, the patient¿s liberty select cycler, cassette and delflex have been ruled out as a cause or contributor to this patient¿s peritonitis. The pdrn stated the patient is receiving antibiotics while hospitalized but the types, routes, dosages and frequencies were not reported to the outpatient clinic. The pdrn reported the patient¿s pd catheter was removed during this admission due to the severity of infection and they had a central vascular catheter placed in favor of hemodialysis (hd). The pdrn stated the patient underwent hd therapy on a hospital provided fresenius hd device (unknown model) for the duration of the admission. The pdrn reported the patient remains hospitalized due to issues unrelated to the peritonitis infection or pd therapy. The pdrn confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient will transition to hd therapy on an in-center basis upon discharge with ¿no plan as of yet to return to pd therapy¿. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.